Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a black screen. Customer's blood glucose value was unknown. Customer was hospitalized but was unsure if diabetic ketoacidosis was related to the pump. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. Unit was received with operating currents within specification. Unit was monitored and no black display or frozen display noted. Unit passed self-test, unexpected restart error test, rewind, basic occlusion test and displacement test. However, unable to prime unit during prime/compromised force sensor system test due to faulty force sensor resistor (gold). Unable to perform excessive no delivery test, occlusion test or displacement accuracy test due to prime anomaly. Unit was unable to download due to multiple displayable history check failed on startup alarms in history screen. Displayable history check failed on startup alarms are due to corrupted history file. Unit was received with cracked reservoir tube lip, stained end cap sticker and minor scratches on lcd window.